Event description:
It was reported that the patient's pump was located at her hip and that the patient had lost a lot of weight. At her 2007 refill visit, multiple attempts were made to access the pump and were unsuccessful. On ten days later, fluoroscopy was done and showed that the pump had flipped. The pump was then partially flipped manually, so that it could be refilled. The patient developed significant tenderness over the pump site from the multiple attempts to access the pump and then manipulating the pump so that it could be filled. The hcp planned to revise the pump pocket. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.